Event description:
Screw driver tip broke off into endo button screw during ace reconstruction screw was in pt. At time, retrieval of intire tip by md. Hosp submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary info received by the hospital which hosp has not had the opportunity to investigate or verify prior to the reporting date. The hosp has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.